Event description:
During a lap gastric bypass procedure, the device was opened and fired on the bowel. The stapler did not fire completely through and did not cut completely. The staples that did fire were malformed. Another white reload was loaded and the same results occurred. The same device was used again, this time with a blue reload on the stomach. Again, it misfired. At this point, the case was converted to an open procedure to hand-sew the failed staple line. The or time was extended by three hours.